Manufacturer narrative:
H10:in a good faith effort (gfe) response from the customer, it was confirmed that a replacement touchscreen was ordered and delivered to the customer site. The customer replaced the touchscreen and confirmed that the device was fully functional by following the v60 instruction manual for operation checks. The device was confirmed to have returned to use and the replaced touchscreen will be returned for evaluation at the philips product investigation lab (pil). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working intermittently. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that after calibrating the touchscreen there was intermittent response during setup. The customer stated that there was no evidence of impact damage and that they would check what cleaning solution was being used on the touchscreen. The rse provided the customer with the approved solutions per the service manual. The rse advised the customer to replace the touchscreen and provided the touchscreen part information. This investigation is ongoing.